Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient presented for treatment of a stenotic superficial femoral artery utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). During treatment in the patient's superficial femoral artery, access was gained from up and over bifurcation. A vsx device was advanced and placed at the target lesion. Deployment was initiated, and when device began to expand, a popping sound was heard and the deployment line became stuck. Deployment could not be continued. The physician was able to re-sheath and remove the partially expanded device. A new vsx device was implanted to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
The evaluation of the returned device could not confirm the reported failure mode of partial deployment due to a stuck deployment line as neither the endoprosthesis nor remaining components of the delivery system (i.e., deployment line) were returned for analysis. Therefore, the deployment functionality could not be evaluated. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Moreover, no remarkable observations were noted during device evaluation with respect to the delivery system components returned. Therefore, no primary device failure mode could be identified, and the root cause of the reported partial deployment could not be established with the available information.